Event description:
Reportedly, during the procedure, fired but the tissue was not cut completely. The surgeon cut the area and tried to remove the instrument from the cavity. Another area tore the anastomosis. The tissue was re-anastomosed, however, a leak was confirmed. The surgeon reinforced the leakage and changed to a colostomy. Procedure: lap rectum.